Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient had a stoma site infection. Patient was treated initially with topical antibiotic, but the stoma site pain was not resolved. In (B)(6) 2019, the patient was treated with oral antibiotic augmentin and bactrim ds. Patient remained in the hospital for two days due to c-diff infection caused by the use of augmentin.